Event description:
Prodisc c cut into my neck on (B)(6) 2010 at c5/c6 level. Two weeks after surgery realized that I was in worse pain than before procedure. Pain in arm, numb fingers/hand, terrible neck pain, and mobility issues, pain continued and continues to advance, can¿t sleep, lost 40 lbs, couldn¿t drive, couldn¿t work. Still suffering now, 3+ years later, after another fusion-revision surgery (B)(6) 2011 which did not help. Life has been altered negatively relative to mood, energy level, motivation. Pain from this failed prodisc has forced me into a life of pain management. It has literally ruined my life. Some days I cannot even get out of bed. I was a top-performer at work, I finished a four year degree in 3.5 years; I was a true go-getter in life. Since this surgery in 2010, I have become a shell of my former self. No other doctor wants to take over another doctor¿s problem child. I am stuck. Someone needs to take responsibility for this disaster. I can see myself living on the street eventually and ultimately just failing at life over this device and the failed surgery. The FDA, the spinal implant industry, along with synthes should be outraged and ashamed. Pts such as myself have been forgotten about and buried, just like this post will be on your site or printed out and put into a file cabinet. People suffering like me shouldn¿t have to fight their entire lives for simply taking the advice of a money hungry doctor. Date of use: (B)(6) 2010 ¿ (B)(6) 2012. Reason for use: bulging disc at c5/c6.